Event description:
It was reported that: "the physician had 15 hybrids with this lot number. The first three wires got stuck in the magic catheter and in some cases could not even be pushed into the skull. The friction on all three wires was extreme. The physician would like to have all 15 wires replaced and does not want to use any more hybrids from this batch." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference # (B)(4). Conclusion of investigation pending analysis from legal manufacturer, balt extrusion. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Manufacturer narrative:
Balt USA reference #(B)(4). The manufacturer, balt extrusion confirmed the doctor (uni heidelberg, prof. Dr. Möhlenbruch) disposed of the devices, so they cannot be returned for examination. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Further review of the manufacturing records as well as our post market surveillance system (including complaints) was performed, which can be summarized by the following: review of the lot history record for the reported lot was performed. Customer feedback has been noted for lot 00535219 however, there is no in-process issue that could account for the observation. This lot will remain subject to monitoring for any unacceptable increase in trend. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "the physician had 15 hybrids with this lot number. The first three wires got stuck in the magic catheter and in some cases could not even be pushed into the skull. The friction on all three wires was extreme. The physician would like to have all 15 wires replaced and does not want to use any more hybrids from this batch." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Event description:
It was reported that: "the physician had 15 hybrids with this lot number. The first three wires got stuck in the magic catheter and in some cases could not even be pushed into the skull. The friction on all three wires was extreme. The physician would like to have all 15 wires replaced and does not want to use any more hybrids from this batch." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference #(B)(4). The manufacturer, balt extrusion confirmed the doctor (uni heidelberg, prof. Dr. (B)(6)) disposed of the devices, so they cannot be returned for examination. Root cause of the reported issue cannot definitively be determined as the unit was not returned. Based on the complaint description and the returned device condition, the exact timing of when this damage occurred is unknown. However, damage to the guidewire may occur if excessive forward pressure is applied during advancement attempts into the microcatheter. This failure mode was the subject of an internal CAPA leading to several corrective actions having been implemented to address the hybrid rupture (break) issue. On january 12, 2024, a strengthened scrap rate monitoring process was introduced for the nlt/nitinol welding step to gather more data and identify the root cause of failures, with weekly data follow-ups starting on may 14, 2024. Additionally, on february 12, 2024, the frequency of preventive maintenance was increased, and a defect database was created by collecting pictures during maintenance. A cross-functional project team involving r&d, qa, manufacturing engineering, and production was formed on february 19, 2024, to delve deeper into potential root causes and continuously address them. On the same date, preventive maintenance was further reinforced with increased frequency and data collection to create a defect database for maintenance control. By april 5, 2024, a checklist for manufacturing operators was implemented to verify equipment status before starting production, and processes were standardized, including welding methods, pads drawing, tools, and sampling plans. The effectiveness of these actions was evidenced by a complaint trend analysis conducted on january 31, 2025, which showed no increase in complaint trends related to hybrid break nlt nitinol welding after the implementation of the actions up to the end of 2024. The complaint trend for hybrid rupture decreased in 2024, indicating the effectiveness of the corrective actions. Consequently, CAPA 237 was closed on march 27, 2025, after verifying that there was no trend increase in complaints by the end of 2024, matching the field data. These actions and their effectiveness checks demonstrate a comprehensive approach to addressing the issues related to the hybrid rupture and ensuring continuous improvement in the manufacturing process. Further review of the manufacturing records as well as our post market surveillance system (including complaints) was performed, which can be summarized by the following: review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number 00535219 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all-post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market, which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.